Event description:
Complainant alleged that the medics responded to call at a "post vital signs absent scene". During the medics' transfer of patient (age and gender unknown) care to another medic team, the device powered off and could not be powered-on. The medics then obtained another device and continued monitoring the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.